Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown individual regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain and other chronic/ intract pain (trunk/ limbs). It was reported that the patient has to always stand when charging implant. Patient wants a different implant. It was reviewed that patient should contact managing health care professional (hcp) to schedule an appointment for this issue. No patient symptoms or complications were reported in this event.